Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-19, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving hydromorphone ¿10mg¿ at ¿1.570¿, bupivacaine ¿10mg¿ at ¿1.570¿ and clonidine ¿100mcg¿ at ¿15.70 mcg¿ via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. The patient¿s medical history and concomitant medications were unknown. On an unknown date (the exact date was unknown, possibly (B)(6) 2015/(B)(6) 2016), the patient experienced a hematoma and the pump was coming through the patient¿s skin. The patient did not recall a fall around the pump area. It was unknown what led to the event; it was reported as a ¿possible fall¿ but the patient did not confirm. No diagnostics were performed. The pump and catheter were functioning just fine; they just needed to move the pump location site. On (B)(6) 2016, the pump was replaced and moved to the opposite side, and the event resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ if additional information becomes available, a follow-up report will be submitted.